Event description:
I have observed for a few weeks that our wooden tongue depressors seem to have frequent quality defects that may lead to adverse treatment outcomes. The product is an individual single use package labeled "sterile junior tongue depressor 5 1/2 inch size, reorder". Lot numbers vary. In a sample of 60 tongue depressors on my exam table today, 3 packages felt abnormally thin and flexible. When opened lot 19125 was intact but too thin and flexible to be useful in examination. Lot 19487 was thin and had a 1 cm crack on one end and a small splinter on the other end. Lot 19820 had a crack running along the entire length of the tongue depressor. On other days, I have opened packages with gross chips or discoloration which could not have passed effective quality screening by a competent manufacturer. These defects are not always obvious before use. There is a real danger that a wood spinter may be swallowed or aspirated. We have used this brand here for years and I never encountered a problem like this before.